Event description:
Watchman laac 24 mm prematurely separated from control wire not allowing us to perform the tug test. Device released to boston scientific representative (B)(4). FDA safety report ID (B)(4).